Event description:
Emergency medical technician's responded to a person, condition not reported. The device was connected to the pt and the analyze button pressed. The device advised a shock and a countershock was delivered. According to the rptr, the device subsequently analyzed but would not shock the pt. Cardiopulmonary resuscitation was performed while the pt was transported to the hosp but the pt was not resuscitated.